Manufacturer narrative:
Correction: g3- previously submitted reportable awareness date should have been 24 jun 2021 rather than 30 mar 2021.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
This report is to advise of an event observed during analysis.